Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to mechanically ventilate, during preuse checkout. There is no report of patient involvement.